Event description:
A female patient was taken to the or for hemiarthroplasty due to femoral neck fracture. Eleven days later she was discharged to a rehab facility. Twenty three days later patient was seen in clinic & was admitted to our hospital for irrigation & debridement of left hip. During the procedure, pulse lavage was used to irrigate the wound. Eight days later patient was discharged to a rehab facility and was followed in ortho clinic. Three months later the patient presented to an oustide hospital with drainage from the hip wound and was taken to the operating room the next day where they discovered a foreign object-pulse lavage irrigator cone splash shield.====================== health professional's impression======================the soft cone splash shield is not fixed to the irrigator tip - it is removable. The slash shield came apart from the irrigator tip during pulse lavage irrigation of the wound and this was not recognized by the physician using the device. Also, the splash shield is not radiopaque; therefore, it was not detectable on radiographs.